Manufacturer narrative:
Although requested, device has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during an infusion on a patient in surgery, a large IV extravasation occurred on the patients arm. The event occurred between 07:00 am and 14:50 pm. No other details were provided.